Event description:
I have had essure placed in (B)(6) of 2009. Shortly after I started having sever cramps, heavy bleeding, numbness in my lower back, pain in my lower back, doubled over in pain it was so bad. This and many other symptoms went on for years. A few months ago in (B)(6)of 2013 I had a complete hysterectomy. Pathology report showed enlarged uterus which can cause pain in lower back, even today I have back problems and am on medication to help deal with it. My hypothyroidism my medication has tripled since having essure placed. There are just way to many problems to list since having essure placed.